Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 10mmx40cm interlock-35 coil was selected for use. During the procedure, the coil detached prematurely inside the distal portion of the catheter. The coil was removed together with the catheter. It was noted that the coil protruded from the tip of the catheter during removal. The procedure was completed with another of the same device. No patient complications were reported.